Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during the use of the device to the mammary vein sampling during bypass, the clips do not go down well. When the clips did not go down, the device cut the breast graft. The graft collected was long enough to be able to use the cut graft without having to re-collect the graft. There was no bleeding, a delay to procedure, and patient consequence was not reported.